Manufacturer narrative:
Analysis confirmed the reported event; touchscreen found out of specification. Bezel and display cover broken. It was noted the stylus was missing. It was also noted errors were found in the programmer update history. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there were screen issues with the stylus pen. The programmer was returned for service. There was no patient involvement.